Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with no previous repairs noted. The device was received with large cracks around the reservoir cover screws, worn reflux plug, block assembly and corroded drain fitting. The technician powered on the device and the reported issue was duplicated, the display was blank. The reported issue occurred due to faulty printed circuit board (pcb). The root cause was unable to be determined. The technician replaced the pcb and the device passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) had a bad display. No patient injury or complications were reported in relation to this event.